Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a patient noticed blood leaking from the PICC line. The PICC line was clamped and replaced. It was stated, while trying to flush the line with normal saline, a crack in the PICC line near the hub was noted. The PICC had been inserted on (B)(6) 2020.